Event description:
It was reported during implantation of cardiomems sensor, patient's pacemaker leads were dislodged requiring additional surgery. The lead revisions were performed on (B)(6) 2019 and the ra lead was successfully revised